Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. On (B)(6) 2014, the patient claimed he felt a symptom of ¿couldn¿t stay awake.¿ emergency medical services (ems) was reportedly contacted and advised the patient to ¿drink water and take insulin.¿ the patient reportedly obtained a blood glucose result of ¿520 mg/dl¿ with an emergency room (ER)/ hospital meter. The patient did not have his testing supplies at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with another device suggestive of a serious injury after the reported issue began.